Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, serial/lot: unknown. H3, h6) the system was serviced in the field, in summary the system would boot with x-rays disabled. The network connection on the break out panel was cleaned and reseated and the system then performed as intended. Codes b01, c07, c13, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A110201 captures the system starting up in standalone mode and a090501 captures the x-rays being disabled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was starting up in stand-alone mode. The site rebooted both the image acquisition system (ias) and mobile viewing station (mvs) connected and not connected with no resolution. There was no patient involvement. Additional information was received. It was reported that during system servicing, the system would boot with x-rays disabled.